Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 600 synchron system at an unspecified time following scheduled maintenance. Quality controls were also reported as low. The customer changed calibrators and recalibrated the system. Normal operation resumed following recalibration. The erroneous results were not reported out of the lab. No specific result details were provided. There was no change to the pt's care. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
No field service call was initiated or performed. The customer conducted maintenance and changed the system calibration. Normal operation resumed following recalibration. There were no further reports. A specific root cause cannot be determined without a full eval of the system or results; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for add'l reportable events.